Event description:
Port placed on (B)(6) 2014, was treated with chemotherapy until (B)(6) 2015. Chemotherapy was restarted on (B)(6) 2016, the port was found to be defective and was replaced. Catheter was fractured. The second port was implanted on (B)(6) 2016 and on (B)(6) 2016 dye study revealed a fracture in the catheter. This was explanted and a new catheter was implanted on (B)(6) 2016.